Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt recently fell on his pump "hard". When the pump was later refilled, there was about 1/3 of the medication left in the pump. The pt was concerned that the pump may not be working. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.